Event description:
It was later reported that the pump was interrogated; all readings were normal. There were no alarms. Cause of the volume discrepancies was not known. Patient felt like the medication was not as effective. Patient sustained no injury.

Event description:
Additional information received reported that a glucose check was performed and the fluid withdrew from pump did not have glucose in it. The health care professional assumed it was not cerebral spinal fluid because it did not show any positive for glucose.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several pump reservoir volume discrepancies during refills were noted. Actual reservoir residual volumes were greater than the expected reservoir volumes. At a refill 6 months ago, the expected volume was 3 ml; the actual volume was 15-20 ml. At pump refill 4 months ago, the expected and actual volumes were accurate. Per the reporter, at the refill 2 months ago, the expected volume was 2 ml but actual was 25 ml. At the last refill they had expected 3 ml but actual volume was 35 ml. Troubleshooting options were being considered. The pump contained morphine and compounded baclofen.

Manufacturer narrative:
Catheter: model # 8709, lot # j11443r03, implanted: (B)(6) 2003, explanted: unk.